Manufacturer narrative:
Changed device available for eval? Fromyes to no. Added evaluation method code: device discarded 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the iab catheter was unable to be inserted into the patient since the balloon membrane became loose. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the iab catheter was unable to be inserted into the patient since the balloon membrane became loose. The iab was replaced. There was no reported injury to the patient.